Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple unexpected alarms during normal use. Blood glucose level at the time of the incident was 90 mg/dl. The customer was assisted through troubleshooting and stated they were unable to rewind the insulin pump. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis

Manufacturer narrative:
Findings: pump error noted in the pump history and critical pump error due to out of spec force sensor zero offset (14.9 mv). Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Unit received with minor scratched lcd window and cracked retainer.